Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The customer declined further service. The reported problem was un-resolved by the customer. No conclusion can be drawn and no additional service information was provided.